Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "dr put mis box cutter on femur and it broke in half."